Manufacturer narrative:
The event description was inadvertently omitted in the initial MDR. This follow-up report has the correct information.

Event description:
Device 3 of 3; reference MFR report: 1627487-2019-00429 and 1627487-2019-00430. It was reported the patient's scs system was explanted due to loss of efficacy.

Event description:
Device 3 of 3 . Reference MFR report: 1627487-2019-00429 and 1627487-2019-00430.

Event description:
Device 3 of 3; reference MFR report: 1627487-2019-00429 and 1627487-2019-00430.